Event description:
A surgeon reports enlargement of the incision was required to accommodate removal of the lens when a mark was noted in the visual axis following insertion. A back-up lens used and no stitch was required. Additional information has been requested.